Event description:
New information on 03/21/2016 indicated that the patient's condition was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. The pulse generator exhibited back-up vvi operation. The device was explanted and replaced.